Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s sensor failed, but the patient could not recall the exact time it failed. Prior to the sensor failing, the patient recalled receiving cgm values around 40 mg/dl. It was not clarified whether the patient treated himself with anything based on the previously low cgm values. About two hours after the sensor failed, the patient passed out and the patient¿s mother called 911. Once ems arrived, the patient could not recall if a bg meter reading was taken, however, he was treated with (3) glucagon injections. The patient was transported to the ER and during transit, the patient regained consciousness. At the ER, the patient¿s bg meter reading was an unspecified low value and the patient was treated with IV fluids. The patient was discharged after 6 hours. The patient was feeling ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.